Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported failure was due to two shorted diodes, designators cr33 and cr38.

Event description:
The customer reported that their device would no longer recognize the connection of the defibrillation therapy cable assembly. It was observed that a pin from the therapy cable was broken off inside the therapy connector assembly, prohibiting the recognition of the cable. The device would not have the ability to deliver defibrillation therapy in this state. There was no patient use associated with the reported failure.

Manufacturer narrative:
The customer additionally reported that after they replaced the therapy connector assembly, the reported problem persisted. Physio-control evaluated the device and verified the reported failure of the device failing to recognize the therapy cable assembly. Physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.